Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that crossover technique was performed after multiple stenoses in the right sfa (superficial femoral artery). There wasn't much vessel calcification, but the balloon ruptured in the stenosis at 6-8 atm. The pta (percutaneous transluminal angioplasty) was successful and there were no reported adverse effects to the patient as a result of this product problem.